Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the physician was doing a pre-test and felt resistance when inserting wire through the ars. The issue was identified prior to use, there was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The customer returned one opened hemodialysis kit including one swg, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed on the returned components. Visual analysis revealed one kink towards the distal j-bend. The distal j-bend appeared slightly misshapen but intact. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual examination of the ars and introducer needle revealed no obvious defects or anomalies. The kink in the guide wire measured 15mm via calibrated ruler from the distal weld. The overall length of the guide wire measured 684mm via calibrated ruler which was within the specification limits of 678-688 mm per the guide wire product drawing. The outer diameter (od) measured 0.848mm via cali brated micrometer which was within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars/ 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the physician was doing a pre-test and felt resistance when inserting wire through the ars. The issue was identified prior to use, there was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only section d.4.-(UDI)# corrected to (B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The customer returned one opened hemodialysis kit including one swg, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed on the returned components. Visual analysis revealed one kink towards the distal j-bend. The distal j-bend appeared slightly misshapen but intact. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual examination of the ars and introducer needle revealed no obvious defects or anomalies. The kink in the guide wire measured 15mm via calibrated ruler from the distal weld. The overall length of the guide wire measured 684mm via calibrated ruler which was within the specification limits of 678-688 mm per the guide wire product drawing. The outer diameter (od) measured 0.848mm via cali brated micrometer which was within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars/ 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the physician was doing a pre-test and felt resistance when inserting wire through the ars. The issue was identified prior to use, there was no patient involvement.